Event description:
A hospital in (B)(6) reported the holes in the aiming arm for the k-wires are too small. If there is blood or liquid on the k-wire it will not fit through the holes to measure depth. This technique is not often used as depth is usually controlled with a c-arm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
An investigation was conducted and it states that the 2.5mm wire does not fit into the hole in the aiming arm marked with 0. The aiming arm was forwarded to the manufacturing site and it has been confirmed that the hole in the aiming arm does not comply with the specifications. K-wire was not sent in for investigation and no issues related to k-wire were found that would have contributed to this complaint.